Manufacturer narrative:
Company representative evaluated the unit. Corrections included reloading software and connected a separate mouse, keyboard and display. Recommended to customer that kvm should be replaced.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.